Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: UDI details updated. Section h11: method: the subject rt380 breathing circuit was received at fisher & paykel (f&p). Healthcare in new zealand for evaluation, where it was visually inspected, and leak tested. Results: visual inspection found no physical damage to the breathing circuit. Leak testing confirmed the presence of a leak at the connection between the chamber elbow and the heater wire plug. Further inspection identified a deformity on the heater wire plug, which was determined to be the source of the leak. Conclusion: the reported leak was confirmed and was due to a deformity in the heater wire plug of the circuit. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt380 breathing circuits state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage.